Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the introducer exhibited inability to aspirate blood. The introducer was attempted/ not used and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.